Event description:
It was reported that a non-compliant patient had ruptured his quadriceps tendon and avulsed a piece of a patella that had previously been repaired with a va patella plate construct. The revision surgery was performed on (B)(6) 2022, and during the procedure the surgeon reduced the fragment and placed two cannulated screws from the avulsed fragment. In order to place these new cannulated screws, qty four (4) 2.7mm va locking screws were removed from the construct. The surgery was successfully completed. This report is for an unk - screw: 2.7 mm va locking. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.